Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The last device check in (B)(6) noted an estimated longevity of 6-9 months. Due to low battery status, further troubleshooting could not be performed. A device replacement for premature elective replacement indicator would be scheduled. No additional information was available at this time.